Event description:
It was reported that the rover was sparking while plugged into the wall. No further information has been provided.

Manufacturer narrative:
The field service technician replaced the power plug and returned the unit to service.